Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient was transferring to the side of the bed. Was bringing legs to the side and she slid forward and then off onto her bottom." The patient did not sustain any injuries. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.